Event description:
It was reported that the zimmer meshgraft ii was producing an uneven graft and the holes were tearing too much. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.